Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while turning on the device. The family was contacted by a philips representative, and they informed them that "the situation that no problems with the patient's condition because they had switched to oxygen". The device was replaced with another one at the patient's home. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. After replacing the part, a final and run-in tests were performed, along with battery and valve checks. The device operated properly and was cleaned.